Manufacturer narrative:
(B)(4). Instrument b: batch # g5zr6d, exp date: 05/29/2015; MFR date: 06/29/2010; instrument c: batch # g5ze34, exp date: 05/01/2015; MFR date: 06/01/2010. The analysis results found that one ec60 device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened and closed without any difficulties noted and no cartridge reload was returned for analysis. The analysis results found that one ec60 device (b) was returned in good visual condition and with three fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened and closed without any difficulties noted. The analysis results found that one ec60 device (c) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection procedure when the firing trigger was grasped after the jaw clamped the rectum, the knife was not moved forward. According to the doctor, the jaw could not clamp properly and there was no feedback of grasping the firing trigger. The same event occurred in all three devices and all on the first stroke of the first firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient. All cartridges were discarded. Three devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.